Manufacturer narrative:
Other, no product has been returned and the investigation could not confirm the reported issue. No corrective actions are planned at this time. No lot number was provided; therefore, device history record review could not be completed. Operator of device is unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406 as a result of warning letter cms# (B)(4).

Event description:
It was reported that the size mark on the trach tube was disappearing post processing. No patient injury was reported.